Event description:
(Os 16.788). The dentist reported 3 months after the dental implant was installed in intraoral region #14 it was verified its non osseointegration. Patient had low bone quality (bone type iii and IV) and bone graft was not executed.